Manufacturer narrative:
Cool-cap system is being returned to natus medical inc for testing. A f/u report will be submitted to the FDA when the device investigation / testing is completed.

Event description:
During treatment of an infant, an olympic cool-cap system exhibited a shutdown characterized by a frozen display screen. No audible or visible alarms were observed. System was frozen for one hour and 44 minutes before it was discovered. Rectal temperature was 36.9 centigrade when issue was discovered. Pt was moved to a second cool-cap device. The remainder of the 3-day treatment was completed without further incident. There was no pt injury. During initial on-site device testing, the hosp's biomedical tech observed a few green lines at the bottom of the screen and the device repeatedly rebooting.